Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) falsely terminated the episode following appropriate shock therapy due to the ventricular tachycardia (vt) falling below the detection zone. It was noted that after two beats following appropriate shock therapy the ventricular arrhythmia continued. It was also noted that the right ventricular (rv) lead had under-sensed beats during the episode. The device and lead remain in use. No patient complications have been reported as a result of this event.